Manufacturer narrative:
Other, other text: b5: additional information received via email on 11-oct-2021: no patient involvement. The issues were discovered during in house inspection/testing process. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem "cassette not attached properly error alarm could not be duplicated. Error was found in the device ehl (event history log). Replaced the dso (downstream occlusion sensor) for preventive measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd solis vip pump, the pump exhibited cassette not attached properly alarm". No patient injury reported.